Event description:
Legal case ¿ USA: (B)(4) lk revision is associated with this case. It was reported that approximately 78 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-0021-2022.

Manufacturer narrative:
Concomitants: (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 (B)(6) 200-02-29 - three peg patella 29mm the product associated with the reported event is within the scope of recall z-0021-2022.; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect and investigation clinical codes. H10 related report numbers: 1038671-2024-03782 and 1038671-2023-02812.